Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The home patient (hp) checked lines and bags and found that the unused supply line clamp was open. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The checked lines and bags found that unused supply line clamp was open. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and recommended the hp start over with new supplies. A follow up was made via phone call. The nurse said that she had just seen the hp a couple days ago and everything had been fine. The writer advised that baxter recommends reviewing proper procedures/ retraining. The nurse said, she was not aware of any patient injury or medical intervention.